Manufacturer narrative:
In response to FDA report number: mw5092221. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported left side rupture, "burning pain in armpit, upper back, neck, arms, hands, especially when extending arms away from body¿ and ¿chest pain/discomfort¿, ¿swollen and tender lymph nodes in breast area, underarms, throat, neck" and "anxiety". Patient also reported "extreme fatigue; cognitive dysfunction, brain fog, memory loss, difficulty concentrating. Word retrieval; muscle and joint pain; muscle weakness; headaches, migraines, ocular migraines with visual disturbances; heart palpitations, arrhythmias, shortness of breath, can't get a good deep breath in; numbness, tingling, stinging in upper and lower limbs, painful knots in legs, arms, back; sore aching shoulders, hips, spine, hands and feet; underarms, throat, neck; muscle spasms and twitches in face- around eyes and mouth, arms, shoulders, back hips, legs, upper abdomen; abdominal pain; pain in achilles tendons and heals of feet. Chronic inflammation; extreme itching in tissues when exercising; itching in underarms; slow muscle recovery after activity; cold hands and feet; dry skin, hair and mucus membranes; hair loss; premature aging; weight problems, insomnia, periorbital edema, vertigo, ear ringing, clicking, pressure changes, nausea, acid reflux, fevers, night sweats, chills, intolerance to heat/cold; food intolerances, allergies, chemical sensitivities, skin rashes, sensitivities to sound and light, depression, panic attacks, emotional instability, fibromyalgia, hormone imbalance. Diminishing hormones, early menopause. Slow healing, easy bruising, metallic taste in mouth, difficulty swallowing, dehydration, persistent bacterial, viral, fungal infections, chronic yeast, candida, sinus infections, uti, nail cracking, splitting, vertical lines, horizontal ridges, changes /irregularities in bowel movements- mucus (white, yellow and blood· tinged), blood clots, layer of oily residue with a metallic shimmer on top of toilet water, dental problems, lost 4 teeth and the rest have disintegrated and have fillings, degenerative disk disease, instability in neck, shoulders, and hips"; these events are not device related. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified; underweight, broken shell and others. A visual and microscopic analysis was performed which identified: sharp broken crease on radius. Based on the device analysis the final assessment is: sharp, broken crease on the radius side, assessed as fold flaw opening.

Event description:
Patient reported left side rupture, "burning pain in armpit, upper back, neck, arms, hands, especially when extending arms away from body¿ and ¿chest pain/discomfort¿, ¿swollen and tender lymph nodes in breast area, underarms, throat, neck" and "anxiety". Patient also reported "extreme fatigue; cognitive dysfunction, brain fog, memory loss, difficulty concentrating. Word retrieval; muscle and joint pain; muscle weakness; headaches, migraines, ocular migraines with visual disturbances; heart palpitations, arrhythmias, shortness of breath, can't get a good deep breath in; numbness, tingling, stinging in upper and lower limbs, painful knots in legs, arms, back; sore aching shoulders, hips, spine, hands and feet; underarms, throat, neck; muscle spasms and twitches in face- around eyes and mouth, arms, shoulders, back hips, legs, upper abdomen; abdominal pain; pain in achilles tendons and heals of feet. Chronic inflammation; extreme itching in tissues when exercising; itching in underarms; slow muscle recovery after activity; cold hands and feet; dry skin, hair and mucus membranes; hair loss; premature aging; weight problems, insomnia, periorbital edema, vertigo, ear ringing, clicking, pressure changes, nausea, acid reflux, fevers, night sweats, chills, intolerance to heat/cold; food intolerances, allergies, chemical sensitivities, skin rashes, sensitivities to sound and light, depression, panic attacks, emotional instability, fibromyalgia, hormone imbalance. Diminishing hormones, early menopause. Slow healing, easy bruising, metallic taste in mouth, difficulty swallowing, dehydration, persistent bacterial, viral, fungal infections, chronic yeast, candida, sinus infections, uti, nail cracking, splitting, vertical lines, horizontal ridges, changes /irregularities in bowel movements- mucus (white, yellow and blood· tinged), blood clots, layer of oily residue with a metallic shimmer on top of toilet water, dental problems, lost 4 teeth and the rest have disintegrated and have fillings, degenerative disk disease, instability in neck, shoulders, and hips"; these events are not device related. Device has been explanted.